Manufacturer narrative:
The reported issue is currently under investigation. It is suspected that the system interconnect cable is causing the issue. A follow up report will be filed when additional details become available.

Event description:
It was reported that during a procedure the system 9800 produced a blank image. The unit was repositioned and on the next attempt the image had no problems. The unit was removed from service and replaced with another. The procedure was completed with no further incident. No adverse patient involvement was reported. No patient information was reported.